Manufacturer narrative:
Vyaire file identification: (B)(4). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received."

Event description:
It was reported to vyaire medical that when the vela ventilator was immediately powered on, low pip (peak inspiratory pressure), high rate, and xdcr (transducer) fault alarms were triggered. The customer confirmed that there was no patient involved in this reported event.